Event description:
Patient arrived at clinic on (B)(6) 2024 bringing his damaged modular power unit (mpu). Mpu with damage noted to white cable connector not allowing patient to fully seat white controller cable. Mpu replaced.